Event description:
A hemodialysis catheter broke at the cuff during removal process. The remaining portion of catheter was retrieved intact. Viewed catheter site and chest via fluoroscopy. It was clear of any catheter remnant or fragment.